Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was in use on a patient when they arrived at the operating room following an open-heart surgical procedure. The caller stated that the doctor went in and "messed around with it" and then told the caller to "fix it." At that time the generator then appeared to be pacing the atrial on top of the qrs and the rate did not change. The user indicated that the sensitivity was lowered to determine whether it would sense anything and that the outputs were increased but still no seeming response and that at that time the patient appeared to be in a junctional rhythm. The call-taker instructed the clinician to turn up the rate to see if it would work. It was noted that the patient had their own junctional rhythm at 50 beats per minute and that the ventricular pacing was working well. It appeared that the device was unable to sense the junctional p waves or pace. The possibility of whether or not atrial arrhythmia was in progress was discussed and it was also suggested that the generator be programmed to vvi. The epg remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.